Event description:
It was reported that the right ventricular lead exhibited increased threshold and decreased r waves. The lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the partial lead was returned in segments and analyzed with no anomalies found. The defib conductor was distorted, there was blood/body fluid (not obstructed) on several conductors, and the defib conductor had an overstress fracture. There was blood/body fluid and cosmetic environmental stress cracking on the outer tubing overlay, plus it was melted, and the outer tubing was kinked/buckled. The outer insulation was breached cut, there was a white substance on the tip electrode, and a cosmetic depression on the outer insulation. There was blood in/on the helix mechanism sleeve head and on the helix mechanism itself, the lead was stretched, and there was apparent explant damage.